Manufacturer narrative:
Section d1 brand name: corrected section d4 catalog number: corrected section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient who had an ongoing driveline infection, noted drainage from driveline exit site on (B)(6) 2023. The patient came into clinic; drainage cultured was positive for proteus mirabilis. They were started on doxycycline. On (B)(6) 2023, the patient was switched antibiotic to augmentin (amoxicillin / clavulanic acid) outpatient and following up with infectious diseases. The patient was being monitored outpatient and doing fine on antibiotic.

Manufacturer narrative:
Section b5: history of driveline infection reported under manufacturer report number: 2916596-2023-00505. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.